Event description:
Per the audiologist, the magnet of the pt's implant dislodged from the magnet pocket. The pt was still able to use his device. A revision surgery to replace the implant magnet was done in 2007.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.